Manufacturer narrative:
According to the facility, on 8/14/2025, the 20ml syringe is defective, "the rubber stopper inside the syringe, that is attached to the top of the plunger has been "falling off" inside when sliding it in/out. Radiologist was pulling back on the plunger of the syringe; the rubber end came off inside and the suction was immediately released." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, on 8/14/2025, the 20ml syringe is defective, "the rubber stopper inside the syringe, that is attached to the top of the plunger has been "falling off" inside when sliding it in/out. Radiologist was pulling back on the plunger of the syringe, the rubber end came off inside and the suction was immediately released."